Event description:
The pt was complaining of instability and pain. After examining the pt and looking at x-rays, the surgeon decided the pt would be better suited with revision knee components. The surgeon conducted a total knee revision.